Event description:
It was reported that the ventricular sense response may have contributed to the patient going into an episode of ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular sense response may have contributed to the patient going into an episode of ventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.